Event description:
The complainant reported that a 78-year-old male patient experienced ventricular fibrillation during pump manipulation ((impella placement was optimized by withdrawing device approximately 1cm) and decreases in the support level. The patient required defibrillation after each ventricular fibrillation arrest episode and support was maintained throughout the event. Amiodarone 150mg bolus given post shock. Support with the implanted pump continued following the intervention.

Manufacturer narrative:
The investigation into the reported ventricular fibrillation (vf) issue has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. As per the clinical review, p-level gradually decreased to p-1 then patient experienced ventricular fibrillation. Data logs were reviewed, and the downward trending placement signal was indicative of poor patient condition. Any device contacting the heart wall in conjunction with a poor patient condition could result in vf. The vf occurred when impella was pulled back 1 cm to optimize position. The root cause of the ventricular fibrillation issue was determined to be most likely due to patient condition and related to impella based on occurrence of vf events per log and clinical review. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ a risk assessment was performed, and no escalation is required at this time. This report is being filed as part of a retrospective review of historical records.